Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the severely tortuous and mildly calcified in anterior tibial artery. A 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilation. However, during initial inflation at 10 atmospheres for 30 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications nor injuries were reported and the patient was in good condition after the procedure.